Event description:
It was alleged that a scalpel cautery instrument began to arc. Upon inspection at the site it was noticed that the cautery spatula was possibly not properly inserted into the cautery instrument. A second scalpel cautery instrument was used to complete the procedure. No patient injury or adverse outcome was reported.